Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event cannot be confirmed. The instructions for use identifies premature or difficult detachment, parent artery occlusion, clot formation, and neurological deficits as potential complications associated with use of the device. This device was used during the same procedure as the devices referenced in MFR. Reports # 2032493-2020-00337 and 2032493-2020-00329.

Event description:
It was reported that coil embolization was performed to treat a ruptured pcom aneurysm, an acom aneurysm, and an anterior choroidal aneurysm. Lvis stents were implanted in the acom and the pcom. During deployment of the coil in the pcom, the surgeon had difficulty detaching the coil, and it stretched during attempted removal. It was reported that the coil could not be taken out because the aneurysm was ruptured and bleeding during the procedure. An occlusion developed in the internal carotid artery (ica) which was treated with a dual antiplatelet regimen. No additional intervention was performed. The patient was reported to be in a coma at the time of the event notification. It is unknown if the device was related to the patient's current outcome.